Event description:
It was reported the video telescope endo eye's fiber cable was broken and the scope had a tear on the outer casing. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) is broken, the outer tube is deformed, the outer tube has a dent, and stripes in image occur. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a definitive root cause of the reported issue could not be determined since the malfunction was not confirmed during evaluation. The r-unit is broken and therefore stripes in image occur. A definitive root cause could not be identified for the broken r-unit, the deformed outer tube, or the dent on the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.